Event description:
Customer's family member reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Customer's family member did not know anything about the pump and customer was not coherent to troubleshoot nor did they have the correct supplies. Advised customer to call back when able to troubleshoot.